Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after customer accidentally selected to fill a new cartridge when they intended to select to fill their existing cartridge. Reportedly, the customer was not following the standard load procedure when event occurred which resulted in the cartridge being under filled. There was no reported impact to the customer's blood glucose (bg) levels. During troubleshooting with tandem technical support, customer was guided through the load process and loaded cartridge successfully.